Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. If the product is returned, lsm will reopen this complaint for further investigation.

Event description:
It was reported that the pump had been alarming "no disposable." The alarm had been silenced, the settings reviewed, and the clamp closed. The patient had explained that the tubing had been leaking throughout the night, specifically at a red piece, and he was uncertain whether it could be tightened. The pump had been powered off, and the patient had been advised to contact the clinic when it opened for further assistance. The event occurred while in use with a patient but no patient harm was reported. Associated pump complaint documented on (B)(4).